Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. It was observed that there was no flow when the device connected to the patient. The device was filled with fluorouracil and dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.